Event description:
A 3.0mm diameter x 24mm length endeavor rapid exchange (rx) drug-eluting coronary stent was deployed to treat a lesion located in the prox lad of a patient. However, it was reported that after post dilatation of the relevant stent, a dissection was confirmed. One other endeavor rx stent was deployed to treat the dissection and the procedure was completed with no health hazard caused to the patient. The patient is reported to be recovered and no other clinical sequelae were reported. The physician acknowledged that the event was not related to the relevant device.

Manufacturer narrative:
(B)(4): results - root cause of the event cannot be determined based on information available; dissection.